Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject flex video scope device had a bulge, 1.5 cm from distal tip. There was no harm or injury reported.

Event description:
No additional information reported by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d9, h8. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation and historical data, a possible cause of the material bulging is due to a dent on the insertion tube. The most probable cause of the discovered damage is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.